Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was glitching-- the navigation ring caused the numbers on the screen to change when a setting was selected without any user input. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the touchscreen was glitching-- the navigation ring caused the numbers on the screen to change when selecting a setting without any user input. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse confirmed the reported issue and replaced the front bezel with navigation ring. The investigation concludes that no further action is required at this time.